Event description:
A malfunction on a pump was reported by the customer, indicated by malfunction code malf 15. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with the reset, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer understood and acknowledged.